Event description:
Device malfunction: failure to deploy-needle plunger, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that physician in-training in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, during needle plunger deployment, resistance was met and needle plunger deployment could not be completed. The physician believed that the needles could not penetrate calcification at the site and removed the device with difficulty. During device removal, resistance was met requiring add'l force to push the lever that retracts the foot. The suture was cut away from the device, which released the device from the tissue tract. A femostop was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (Patient selection); the proglide instructions for use (IFU) state under special pt populations. "The safety and effectiveness of the perclose proglide smc devices have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site."